Manufacturer narrative:
(B)(4) flu-like symptoms - (B)(4).

Event description:
It was reported that the pt had the following symptoms: dizziness, difficulty walking, fever, headache and flu-like symptoms. The event occurred following an unrelated medical procedure on (B)(6) 2010 to remove the spinal fixation screws in pt's spine. The neurostimulation device was removed (B)(6) 2010. It was unk if the lead was removed, pt was admitted to hospital one week prior to (B)(6) 2010 phone call. Add'l info has been requested, but was not available as of the date of this report.